Event description:
Additional information was received indicating that noise resulted in oversensing on the right ventricular (rv) lead. The lead was capped and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, noise on the right ventricular (rv) lead was noted. The patient was in stable condition. Additional information was requested but has not yet been received.